Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the device failed the battery removal test; the super capacitors were worn. (B)(4).

Event description:
It was reported the external pulse generator (epg) immediately turns off when the battery is removed from the device. The epg was returned for service. No patient involvement indicated.